Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown femoral, unknown; unknown, unknown patella, unknown; unknown, unknown bearing, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03050, 0001822565 - 2018 - 03051, 0001822565 - 2018 - 03052. - [(B)(4) mw5076967 maude report.pdf].

Event description:
It was reported that a patient underwent an initial knee procedure. Since the surgery, the patient suffered pain. The doctors had attributed the pain to spinal stenosis and tried to put the patient on high frequency radio ablation. The patient still is on pain medication. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. Device was not returned for evaluation. Reported event was unable to be confirmed due to limited information received from the customer. Device history records were unable to be reviewed as the item and lot were not available. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.